Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result on a 68-yr old female patient who presented to the emergency room with chest pain. The following results were provided: sid (B)(6) ¿ (B)(6) 2023 13:35 = 388 ng/l, repeated same sample at 19:26 = < 4 ng/l. Subsequent draws: sid - date/time collected result (B)(6) ¿ (B)(6) 2023 14:35, 4 ng/l. (B)(6) ¿ (B)(6) 2023 15:40 , 4 ng/l. Normal reference range: female <18 ng/l the patient had an abnormal ECG t-wave. Patient was administered the following: aspirin, plavix, heparin drip for management of acs. The patient was discharged on (B)(6) 2023 with a discharge condition of: good. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6).

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. The review of historical performance of reagent lot 53390ud00, was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 53390ud00 did not show any potential non-conformances, or deviations. Historical performance in the field using worldwide data was reviewed and determined that the patient median result for the lot is comparable with other lots in the field. Also, accuracy of the assay has been evaluated with a retained in-house kit of the same lot# 53390ud00 and met all specifications, confirming that this lot is meeting the architect stat high sensitive troponin-I product requirements. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, the architect stat high sensitive troponin-I lot number 53390ud00 identified no systemic issue and/or product deficiency.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result on a 68-yr old female patient who presented to the emergency room with chest pain. The following results were provided: sid (B)(6) ¿ (B)(6) 2023 13:35 = 388 ng/l, repeated same sample at 19:26 = < 4 ng/l subsequent draws: sid - date/time collected result (B)(6) ¿ (B)(6) 2023 14:35 4 ng/l (B)(6) ¿ (B)(6) 2023 15:40 4 ng/l normal reference range: female <18 ng/l the patient had an abnormal ECG t-wave. Patient was administered the following: - aspirin - plavix - heparin drip for management of acs the patient was discharged on (B)(6) 2023 with a discharge condition of: good. No impact to patient management was reported.